Event description:
It was reported that a patient was scheduled to have the vns removed as she feels it hasn' t helped and is painful and uncomfortable. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up from the provider stated the explant for pain with the device was for patient comfort reasons. The physician stated the device was not efficacious, due to the patient being a non-responder to therapy. Diagnostics were reported to be normal. The generator was explanted and was reported to have been discarded by the hospital.

Manufacturer narrative:
Explant date, corrected data: the date of explant of the device was inadvertently provided on follow-up report#1 as (B)(6) 2017 when the correct date is (B)(6) 2017.

Manufacturer narrative:
Date received by manufacturer, corrected data: the received date was inadvertently not provided on the correction follow-up report #2, and was intended to be 08/10/2017.